Manufacturer narrative:
Information in unknown as this is from a double blind survey.

Event description:
As reported, in a exoseal vascular closure device survey the respondent #4 missed the deployment. The team converted to manual pressure. The patient had bleeding in the skin/ ecchymosis. The device will not be returned for evaluation.